Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for sev ere back pain. It was reported that the rod came out of screwhead tulip. This product will remain in patient. There was patient involved in the event and no further complications reported regarding the event.